Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
A male pt was admitted for pci to treat a 90%, de novo, slightly calcified stenosis in the proximal through distal rca. The vessel was described as tortuous. Radial approach was chosen for the procedure. After engaging a 6fr, al 1, brite tip catheter into the target vessel, three (3) cyphers stent were implanted at the target lesions with no reported problems. An aspiration catheter was inserted into the brite tip to conduct aspiration, but the brite tip disengaged. The physician tried to re-canulate the rca with the catheter; however, when he applied torque, the hub of the catheter disengaged from the body and came off. Because it was towards the end of the procedure, the same guiding catheter was used by cutting the shaft at the proximal end, and the procedure was successfully finished. There was no pt injury reported.